Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for ventricular tachycardia (vt) and accelerated the rhythm to ventricular fibrillation (vf). A signal artifact monitor (sam) episode was also recorded and noisy signals were noted. Technical services (ts) reviewed the report and found multiple episodes that included sam, atrial tachy response, and vt. Ts stated that atp normally works as intended and converted previous arrhythmias with the exception of this episode, where a max voltage shock converted the arrhythmia instead. No additional adverse patient effects were reported. This ICD remains in service.